Manufacturer narrative:
.

Manufacturer narrative:
Review of the available programming and diagnostic history was performed.

Event description:
It was reported that during generator replacement for end of service high impedance was observed with the new generator connected to the existing lead. The generator/lead connection was checked and ensured that the lead pin was fully inserted into the generator header. The generator was disconnected and generator diagnostics were performed which resulted in high impedance. The old generator was reconnected to the lead and device diagnostics were within normal limits. Generator diagnostics were then run on the old generator which were within normal limits confirming that there appeared to be a problem with the new generator. The patient was implanted with a different new generator and the new generator showing high impedance was returned for analysis. Analysis is underway, but has not been completed to date.

Event description:
Programming history was reviewed for the patient's generator, which contains data from the date of surgery. The data shows programming and interrogation events occurred but there is no evidence that diagnostics were ever run. Thus, the impedance value that was reported on the interrogations was the stored manufacture value, which is not indicative of the actual system impedance. This is an issue related to the generator being programmed on during implant surgery without first performing a system diagnostics test to clear the stored impedance value from the final electrical test. This event is addressed in product labeling to perform system diagnostics prior to programming the device on.

Event description:
Analysis of the pulse generator was completed on (B)(6) 2015. There were no performance or any other type of adverse conditions found with the pulse generator.